Event description:
Additional information was received from a health care provider (hcp). It was reported that the diagnostics performed related to the poor coupling / difficulty recharging included assessments for strength of the charging signal. Two bars were confirmed and it was stated it takes longer to charge. It was also stated that the actions/interventions taken to resolve the previously reported issues included repeat assessments which were used to determine that the generator was placed deeper than recommended. The hcp noted that they will revise the placement to improve the ease of recharging.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was a difficulty charging as there was poor coupling that has been occurring since implant. Proper antenna placement and antenna repositioning were reviewed, but the issue was not resolved; zero coupling bars were confirmed. It was also reported that they cannot feel where the battery is since surgery and there were steri stitches placed; it was confirmed the surgery was for an implantable neurostimulator (ins) replacement due to normal battery depletion. Additional information was received from a patient via a health care provider (hcp). It was reported that the manufacturer representative (rep) met with the patient and showed them how to palpate for the ins in the pocket. This information was used to help the patient achieve 4 coupling bars while charging. The hcp also stated that the rep reported that the ins was tucked under the skin and was difficult to palpate. It was also stated that one time, the implantable neurological stimulator recharger (insr) dropped from 4 bars to 2 bars in an hour; the patient does not use a shoulder holster. It was suggested that the patient use the shoulder holster when charging to maintain coupling, and pressing on the antenna may result in stronger coupling. The patient's wife interrogate the ins using the patient programmer and stated that she could not turn the device on or off as it just kept saying "low". It was also stated that the ins turned off during the night and there was a sudden change of therapy. The manufacturer representative (rep) later reported that the patient was confusing the recharging bars with the battery level. The screens for the ins battery low and the patient programmer batteries low were discussed. It was also stated that the poor coupling was still ongoing as the battery might be too deep. The rep also reported that she showed the patient how to perform an antenna locate so it is possible they could have turned therapy off by mistake. The implantable neurological stimulator recharger (insr) icons, antenna locate feature, and button usage were reviewed. A new antenna was ordered as the previous one was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.